Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible right atrial (ra) lead oversensing and undersensing on a stored electrogram (egm). No intervention was required and the lead remains in use. No patient complications have been reported as a result of this event.